Manufacturer narrative:
Date sent to the FDA: 12/16/2020. Additional information: a1, a2. Additional b5 narrative: it was reported that the patient experienced abdominal pain, nausea, hernia recurrence following then surgery. It was reported that the patient underwent multiple revision surgeries.

Manufacturer narrative:
Date sent to the FDA: 12/29/2020. Additional b5 narrative: it was reported that the patient had a removal surgery on (B)(6) 2011. It was reported that following the procedure the patient experienced scarring, constant pain, and cramping.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.